Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. A review of the instrument history showed that the device was purchased on july 31, 2006, however the device has not been serviced by olympus since purchase. If additional information becomes available at a later time, this report will be supplemented. Cross reference MFR report numbers: 2951238-2015-00347, 2951238-2015-00372, 2951238-2015-00373, 2951238-2015-00374, 2951238-2015-00375, and 2951238-2015-00377. The filing of this report is not an admission that the device caused or contributed to the reported event.

Event description:
Olympus was informed via a surveillance report from the (B)(6), indicating that seven patients tested positive for carbapenem-resistant klebsiella pneumoniae (crkp) after undergoing an ercp procedure at (B)(6) medical center ((B)(6)) between (B)(6) 2008 to (B)(6) 2009. The (B)(6) revealed that the hospital had one duodenoscope in operation during this timeframe (subject device). On march 12, 2009, the (B)(6) conducted an on-site inspection at (B)(6) and noted that the reprocessed endoscopes were being stored in a closet with no air ventilation for drying. The (B)(6) staff also performed device cultures on the hospital's endoscopes and found that the duodenoscope was the only one that tested positive for pseudomonas aerguinosa, proteus mirabilis and escherichia coli. The duodenoscope was then taken out of service and the hospital implemented a routine culturing and testing of their new duodenoscopes prior to and after each use. As a result of identifying the contaminated duodenoscope, (B)(6) contacted 51 patients who had procedures from (B)(6) 2008 to (B)(6) 2009 via a letter and recommended laboratory testing. The hospital conducted an active laboratory surveillance of patients that had undergone an ercp during that timeframe. The surveillance report from (B)(6) 2008 to (B)(6) 2009, found a total of five patients were identified as having crkp infections after the procedure and two colonized patients with crkp. However, it is unknown if any of the patients were provided any type of medical treatment. Olympus followed up with the user facility via telephone on multiple occasions to obtain additional information regarding the reported event, but with no results. This is six of seven reports.